Manufacturer narrative:
Device eval summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (stuck on hour glass screen) has been confirmed. Upon evaluation, the flash could not write over bits above 0x04000000. The cause for the defective flash cannot be positively determined. No adverse event resulted from the corrupt memory. The patient received a replacement charger/modem.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her charger/modem is "stuck on the hour glass screen". The patient was issued a replacement charger/modem.